Manufacturer narrative:
The hill-rom technician found the left hand intermediate side rail release mechanism was very sticky and did not always allow siderail to lock in the raised position. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2011, 2013, and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated latch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not latch. The bed was located at the account in 5 west storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).